Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the tibial artery. The xience prime below the knee (btk) 2.50 x 38 mm balloon was losing pressure when attempting to inflate; a leak was suspected at the catheter. The device was removed and replaced with another xience prime btk to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was required.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak and inflation issues were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak and inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.